Event description:
It was reported that there were concerns this implantable cardioverter defibrillator (ICD) delivered inappropriate therapy. This device delivered multiple bursts of anti-tachycardia pacing (atp) and multiple shocks. Technical services (ts) reviewed the event information and suggested to turn the right atrial (ra) lead sensing off. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was received at our post market quality assurance laboratory approximately 10 months post-explant. Visual inspection of the device identified a dent on the device case, near the fuse location. Review of device memory noted errors had been recorded, consistent with the internal fuse having been activated (i.e., open) post-explant. No suspicious errors were recorded while this device was implanted. An x-ray of the device confirmed that the internal high voltage fuse was damaged. No further product testing could be completed due to the damaged fuse and, as such, the root cause of the clinically reported inappropriate therapy could not be determined.

Event description:
It was reported that there were concerns this implantable cardioverter defibrillator (ICD) delivered inappropriate therapy. This device delivered multiple bursts of anti-tachycardia pacing (atp) and multiple shocks. Technical services (ts) reviewed the event information and suggested to turn the right atrial (ra) lead sensing off. This device remains in service. No additional adverse patient effects were reported. Additional information was received indicating that the device was explanted and replaced in (B)(6) 2024.